Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. The supplies were changed to address the event. Reportedly, no insulin was seen exiting the tubing during fill tubing. Additionally, it was reported that the pump fill estimate was inaccurate. Customer declined further troubleshooting. Blood glucose was appropriately 400 mg/dl.